Manufacturer narrative:
Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Corrected data, initial report: inadvertently did not include description of code 81.

Event description:
It was reported that the patient had generator and lead replacement due to battery depletion, with no reason given for the lead replacement. The surgeon then reported that the vns was implanted on the right side with a new electrode as there had been repeated infections on the left side in previous surgeries and electrode damage. MFR report #1644487-2021-00386 contains the report of electrode damage. No other relevant information has been received to date.